Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced dark and blurry vision. The patient's reason being mentioned as above less than glaucoma stage not following optimal lens function. The iol was explanted and exchanged for an unknown toric lens in the secondary implant procedure. Additional information has been requested. There are two medical reports associated with same event. This file is 1 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Based on internal review, it was identified that the lens was explanted as the patient had advanced glaucoma stage, not allowing optimal lens function.

Manufacturer narrative:
Correction information has been provided in h.11. Based on internal review following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).